Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event. Customer also reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer declined to complete trouble shooting with technical support and resumed pump therapy after clearing the alarm.